Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump usually beeps from time to time without any messages or error and even an alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or hardware low level failures error noted during testing. Audio levels changed when adjusted. No hardware low level failures error found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. (B)(4).